Event description:
It was reported the patient had a loss of therapeutic effect and the patient stated their device was not operating properly and was "about to go out." It was stated the patient had cystoscopy and bladder installations every six months but things were getting worse than they normally were. It was noted the patient had their device reprogrammed the thursday prior to report and when they tried to reprogram the programs weren't showing up right and something was wrong with the electrodes. Reportedly, the patient noticed the symptom return about a month prior to report. It was reported the patient was told they could only choose between two programs and it was a "last ditch" effort to program so the patient can get some benefit. It was stated the patient's electrodes were not "correct". It was noted the patient thought their battery would last longer. It was later reported the patient was still having concerns with their device or therapy but they were working with their doctor or manufacturer representative.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v218129, implanted: (B)(6) 2009. Product type: lead: product ID 3037, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient: product ID 3093-33, lot# v218129, implanted: (B)(6) 2009. Product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v218129, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).

Event description:
Additional information from the healthcare provider stated the cause of the event was frequent falls. It was reported there were high impedances and the patient's implantable neurostimulator (ins) battery depleted. It was noted the patient's device was reprogrammed and the patient had a loss of therapeutic effect. It was also reported there was a break in the lead or extension. It was stated the patient's lead and ins were surgically replaced. No hospitalization was required due to the event and the patient recovered without sequelae.